Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826631) was implanted on (B)(6) 2026, the patient underwent a second surgery to evacuate an hematoma. After the evacuation, the icp monitor failed to reconnect to the original microsensor. The issue persisted even after switching to a backup icp monitor. Therefore, the microsensor was explanted and replaced on (B)(6) 2026. The patient was stable.